Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "complications" during the implant procedure which resulted in "patient coding and receiving compressions". It was suspected the right atrial (ra) lead dislodged during compressions. The lead remains in use. No further patient complications have been reported as a result of this event.